Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  A general instrument or reagent problem could not be identified. The event was consistent with an unknown pre-analytical handling issue.

Manufacturer narrative:
The field service engineer checked the analyzer but did not find any issues. He ran precision testing that was within the acceptable range. The customer successfully ran controls.

Event description:
There was an allegation of questionable estradiol g3 elecsys results from the cobas e411 rack analyzer. The initial result was >3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 202.6 pg/ml. Later, additional testing was added to the sample, and estradiol was retested. The result was 21.46 pg/ml. An aliquot of the sample was then tested and the result was 23.72 pg/ml. The customer did not know which result was correct. No questionable result was reported outside of the laboratory. The reagent lot number was 50390101 with an expiration date of 31-oct-2021.